Event description:
Reporter noted a problem with occlusions with chamber shallowing immediately after completing quadrant removal removal and cortical aspiration. A posterior capsular tear occurred, and an anterior vitrectomy was required. The pt prognosis is guarded at present.